Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5083271 / 5083274.

Event description:
It was reported that the patient was unable to feel stimulation coverage. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.